Manufacturer narrative:
As reported by the affiliate, a stent was the stent was "fractured and broken into 3 segments. So far the patient is fine". The stent was implanted at rca. Multiple attempts to retrieve more information regarding the product and the event were made, however the information was not available. It was unknown how long after stent implantation the stent fracture was noted. The product(s) remains implanted in the patient and is/are thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Based on the limited procedural information and without films, it is not possible to draw a definitive conclusion regarding any potential contributing factors to the reported event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Represents an unknown cypher select (ous). The catalog and lot numbers for the actual products used in the procedure are unknown. An investigation is in process to retrieve this information. Additional information will be submitted within 30 days of receipt.

Event description:
The stent was implanted at rca, it was fractured and broken into 3 segments. So far the patient is fine. The product info was unk.